Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a peg (percutaneous endoscopic gastrostomy) procedure performed in 2009. According to the complainant, during the procedure, while pulling the tube from the stomach, strong resistance was felt, so an additional incision was made while pulling the tube. The button connector became detached where the adapter is connected to the c-flex tube. The detached part was removed with forceps and the procedure was completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.